Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that during preparation, the mitraclip delivery system failed to establish final arm angle (efaa) twice. Troubleshooting was performed by raising the grippers, unlocking the clip, opening the clip to 120 degrees. Grippers were then lowered to close the clip at 20 degrees, the arm positioner rotated to neutral, however within one revolution in the open direction the clip opened up (lock not holding). The device was not used. There was no clinically significant delay during the procedure. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).